Event description:
Patient reported left side "hard with some discomfort." Patient additionally reported exchange of textured breast implant due to the patient's concern with the product. Healthcare professional later reported "capsular contracture baker grade unknown". Device has been explanted.

Event description:
Patient reported, left side "hard with some discomfort". Patient, additionally reported, exchange of textured breast implant, due to the patient's concern with the product. Healthcare professional, later reported, "capsular contracture, baker grade unknown". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, anxiety-product/procedure.